Event description:
While clinician was in the home, patient's dad pointed out a problem with the custom bivona trach tube. Problem found at the point where the flange and tube connect. There is silicone on the front and back of the flange at the point that covers the round center part of the flange around the tube. Clinician believes this may be there to hold the flange to the tube. However, the custom trach tubes silicone is peeling off both on the front and back. The dad is concerned that this will flake off and get into the patient's trach stoma. Father and clinician were also concerned about bacteria collecting in this "flap". There is also a risk of the tube moving in the flange, which could change the length of the tube or cause decannulation. There were several tubes in the home that had some peeling in these areas, including one that had not yet been cleaned. The one that dad had soaking in water before cleaning had peeled all the way to the tube on the front and partly on the back. If the clinician would have tried even with a little force, they felt that the tube would have pulled through the flange. Clinician picked up one trach tube from the home and brought to office. Contacted bivona to report the problem and trach tube will be sent back to bivona for further eval. Family will keep an eye on other trach tubes until solution can be found.